Event description:
It was reported that during oasys surgery, the surgeon used the transverse connector. When the surgeon tried to use connector clip inserter and fix the transverse connector, the transverse connector broke. Therefore the surgeon changed the transverse connector to brand new product.

Manufacturer narrative:
Method: mechanical evaluation. Results: it is unknown what exactly caused the connector clips to fracture (position based on rod curvature, torque applied, etc.) So the cause is multifactorial. Conclusion: one oasys oasys transverse connector was confirmed to have a fractured clip based on the returned parts. This resulted in no delay in surgery. All pieces were successfully removed from the patient and there were no adverse consequences per the stryker rep. Manufacturing records were reviewed and no manufacturing anomalies were reported.

Event description:
It was reported that during oasys surgery, the surgeon used the transverse connector. When the surgeon tried to use connector clip inserter and fix the transverse connector, the transverse connector broke. Therefore the surgeon changed the transverse connector to brand new product.